Manufacturer narrative:
Eval: fowler.

Event description:
It was reported by service report that the head of the bed will not go down. It is unk if there was pt involvement or if there are adverse consequences to repo...